Event description:
Shocking them every time they use it.

Manufacturer narrative:
Qc could not find any evidence of the pad shocking anyone. Thinking that maybe customer has bad electrical outlet. Qc could not find evidence of anything loose or burning that would cause a shock. Pad was heating (B)(4) and working properly.